Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The blood glucose level was 28 mg/dl. Customer was treated with food. Customer was unconscious and was not able to remember, what happened. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.